Manufacturer narrative:
H6-clinical code 4581: significant reduction of iridocorneal angles. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -5.5/1.5/087 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. The lens was reportedly implanted upside down; significant reduction of iridocorneal angles; blurred vision. On (B)(6) 2023 the lens was exchanged for a same model and size lens and the problem was resolved. Cause is user error. .